Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with the reported event was not returned for evaluation. Visual examination of the provided photograph found the balseal spring component on the smaller post to be deformed yet still attached. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that central sterile has held out 2 items. Impactor tip that is damaged all along rim and an artic surface piece that has a damaged prong and warped spring. This did not delay a case, nobody was injured.